Manufacturer narrative:
Complaint not confirmed. The evaluation of the driver revealed no damage or anomaly that would have contributed to the reported event. Neither the anchor nor reported anchor fragment was received for evaluation. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded.

Event description:
During a rotator cuff repair with double medial row, one of the ar-1927bcf-3 anchors broke during insertion. The broken piece remains in the patient; no anchor was placed on top of it. Another anchor was used for the other repair.